Event description:
It was reported that the customer experienced an issue where they filled up their device, but it would display a zero. There was no reported impact to the customer¿s blood glucose level. The customer could not recall further details, and technical support was unable to proceed with troubleshooting, so no additional action was required.